Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that reprogramming resolved the issue. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2018, product type lead. Product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2018, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had an incident where the leads migrated, the leads dropped one thoracic level from t7 to t8. The caller did not know the event date but indicated that they found an image that showed the leads migrated from (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-jan-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 23-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a fall on (B)(6) and following that they saw settings not available. The patient provided conflicting info saying they met with a rep on (B)(6) and prior to that they had a fall. Reprogramming was done at that time and the rep and hcp said everything was fine. It was working fine, but now it is not working meaning they saw the settings not available message on groups a and b. On b, the highest they can go is 10.0 and on a the highest is 0.80. The patient did not feel a buzz, was unable to get pain relief on any of his current groups, and cannot increase. The patient was planning on seeing the hcp on (B)(6) 2020. No further complications were reported. Additional information was received and it was reported that the leads had moved because of the fall. The hcp requested the device be reprogrammed based on the moved leads. An appointment is scheduled for (B)(6) 2020. No further complications were reported.